Event description:
A customer contacted stryker to report that their device would not power on. There were no reports of patient use associated with the reported event.

Manufacturer narrative:
A third party service agent evaluated the customer's device and verified the reported event. The cause was isolated to the system pcb assembly. The device is no longer repairable. The device was returned unrepaired.